Event description:
It was reported that during a lap cholecystectomy procedure, while clipping across the cystic duct the jaws would not release from the tissue. The surgeon opened another device and clipped proximally and distally to cut out a portion of the cystic duct. They were then able to remove the first device from the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 4/2/09. Eval summary: the device was received with one clip with tissue in jaws. The trigger was manually assisted in order to open the jaws end fed clips; the mentioned clip with tissue was released. The device was cycled, fed and formed the remaining fourteen clips according to mfg specifications. The jaws closed and opened as intended; no opening issues were noted during eval. Although the event could not be confirmed a corrective action has been initiated to address the root cause of the opening issue. Complaint info is trended on a regular basis to determine if further investigation is warranted.